Event description:
It was reported that intermittently the system failed to boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was evaluated and replaced. The system was tested and found to be working as intended and put back into service.